Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b1, b2. H4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1 h5.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided, the tfna nail was observed to be broken at the blade junction and had traces of blood. However, a root cause for the reported issue cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part # 04.037.159s, synthes lot # h125813, supplier lot # n/a, release to warehouse date: jun 21, 2016, manufacturing location: (B)(4). No ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal procedure of a broken trochanteric fixation nail advanced (tfna) nail. The patient received a proximal femoral replacement arthroplasty. This nail was removed from a patient. It is unknown how the procedure was completed. It is unknown if there was surgical delay. Patient outcome was unknown. Concomitant device reported: unk - nail head elem: tfna helical blade (part# unknown; loy# unknown; quantity: 1), unk -screws: nail distal locking (part# unknown; loy# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) 11/130 deg ti cann tfna 380/left - sile this report is 1 of 1 for (B)(4).